Event description:
It was reported the patient received the following results within 15 minutes: 67 mg/dl (system 1) and 337 mg/dl (system 2). The same test strip vial was used for both meters and results.